Event description:
Customer reported recieving a blood glucose result of 93 mg/dl, and then reported to feel symptoms of hyperglycemia. The customer reported feeling disoriented, urinating frequently, sluggish, having a headache, and cramps in their leg. Customer went to the emergency room where upon arrival received a glucose result of 368 mg/dl on an unknown brand of meter. The hospital administered insulin in order to stabilize glucose levels.